Event description:
During a cataract extraction procedure and while suturing the cornea, a single tooth was found to have broken off of this pair of forceps. The pt's eye was examined and the broken piece could not be found. There was no pt injury.